Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used on (B)(6) 2023 during a total knee arthroplasty procedure and ¿after using the cautery mechanism, teh cautery function remains on even after the button was released. This was during a total knee anthroplasty with dr. Another device was utilized with no patient issue.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 57 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plp2020, plume pen elite surgical smoke evac pencil, 10ft tubing,qty (B)(4) was being used on (B)(6) 2023, during a total knee arthroplasty procedure and ¿after using the cautery mechanism, teh cautery function remains on even after the button was released. This was during a total knee anthroplasty with dr. Another device was utilized with no patient issue.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.